Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that prior to receiving an occlusion alarm, the customer's blood glucose (bg) level was over 600 mg/dl. The customer went to the emergency room and was treated with intravenous fluids. The bg level was lowered to 284 mg/dl and the customer was feeling well, but tired. Upon receiving the occlusion alarm, the customer's bg level was 411 mg/dl and was addressed with a correction bolus. The customer also received a cartridge alarm 5. Both alarms, occlusion and alarm 5, were cleared by changing the infusion set and cartridge.